Event description:
Customer reported the insulin pump alarmed button error. Customer stated the act button did not responding and eventually all buttons did not respond. Customer's blood glucose was 490 mg/dl. Current blood glucose was 112-130 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back and stated the device alarmed during prime. Customer was all ready disconnected because of button error. Device was not dropped or bumped. Customer stated the drive support disk was sticking out. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.